Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 ¿ december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that device was unable to takeout or select medication. A field service technician inspected the drawers showing up on mpar and did find several metallic medication wrappers on the contacts of the tray. Removed pockets and was able to remove the debris. Inspected drawer 4-2 per the mpar notes and was able to successfully remove all pockets to inspect for debris. Tested all pockets and found no errors upon opening the lids. Checked back panel and inspected pyxi bus and also drawer 4-2 retractor brands. Reseated connections in back panel. Found no issues or loose connections and tested hardware testing application.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es was unable to takeout or select medication. The user stated that no patient or user, involved or harmed. There were no adverse events or injuries reported based on this incident.